Manufacturer narrative:
Brand name- turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the peelaway sheath peeled back on itself. The product did come into contact with the patient, but it could not be used to insert the PICC line. It was further noted that there were nicks and tears on the sheath. No adverse effects to the patient were reported as a result of this product problem.